Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon was able to squeeze the handle, but the clips would not load and only two clips came out of the device on the five normally expected.